Event description:
I have had ongoing problem with the dexcom g7 cgm blood sugar monitoring system for years now. It's constantly disconnecting, giving erroneous results and failing, leaving me for weeks without a blood sugar monitor. This cgm is also connected to my insulin pump which has given me severe reactions due to bad data being fed from the cgm to the insulin pump. I've spent countless money on this product and I'd say that there is some kind of issue more than half of the time.